Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 419478 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had displaced. The ICD was explanted and replaced. It was further reported that during device replacement procedure, seropurulent drainage was noted which grew mixed skin flora. No further patient complications have been reported as a result of this event.